Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak from tubing at pinch valve pv40. The fse replaced the tubing to resolve the leak and verified the repair as per established procedures. Failure mode of the leak is attributed to worn pv40 tubing. (B)(4).

Event description:
The customer reported that approximately 10-15 ml of green fluid leaked from the pump module of the lh 500 hematology analyzer while running patient samples. The customer stated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event.